Event description:
It was reported the patient experienced ineffective stimulation due to high impedance. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000091488. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.